Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for call was that the caller reported that they were getting high impedances on the ins. The caller had tried to remove the battery from the lead, but that did not resolve the issue. They were seeing everything greater than 4,000 ohms on every contact. The following are the reported impedances: electrode 2 is over 4, 000, electrode 3 is over 3,000, and contact 0 is 3,116. This was a new ins and new lead implanted today. No antibiotic solution was used in the pocket. They took out the lead from the generator and retightened it down. They tried all of the programs and they were still seeing high impedance. Technical services (ts) had them try the programs again and to look for bellows and/or toe flexion. Caller reported that they were able to get up to 1.0ma with programs 1 and 2 but was limited to 0.5ma on program 3. Ts asked rep to try prog 6 and 7 and caller saw that values were limited to 0.4ma on program 6 and were limited on program 7 as well (did not get value). The issue was not resolved through troubleshooting and the following considerations were reviewed: replace the ins, replace the lead, leave the lead if they feel like they have some impedance values that could work. Email sent to rep for follow up information.